Event description:
The event is reported as: there is a pinhole just below the swan neck. It was found before use. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.